Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while interrogating the device, received message of both elective replacement indicator (eri) and power on reset (por). It was noted that device interrogation can trip eri if battery is close to criteria, since telemetry can drain the battery some. The por was cleared. The device has been explanted and replaced. No patient complications have been reported as a result of this event.